Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred at a different facility in may of 2007. Another physician placed a taxus express2 2.5x16mm drug eluting stent to the first diagonal (dx) artery. In june 2007 the pt presented to the emergency dept. With chest pain and a myocardial infarction (mi). Angiography revealed a thrombosis. The thrombosis was treated with 3 non bsc stents, unk sizes. The pt was taking plavix at the time of the thrombosis. No pt injuries or complications were reported. Pt status post procedure is satisfactory. Add'l info regarding this event has been requested, but is not available.